Event description:
It was found in clinic notes that the physician had observed high impedance on the patient's vns. The physician noted the patient had been referred for lead revision, but the vns had not been programmed off. The company representative suggested to the physician's nurse to bring the patient back into the office to verify the high impedance and program the patient's vns off. The clinic notes were reviewed and it was noted no medications were changed and no vns settings were changed in regards to the high impedance observed. Attempts for additional relevant information have been unsuccessful to date. No surgical interventions have been taken to due.

Event description:
An implant card was received on (B)(6) 2016 confirming the patient had a vns revision surgery on (B)(6) 2016 due to the high impedance previously observed. The vns was replaced and the impedance value of 1244 ohms was within normal limits. It was reported the device is not expected to come back as the hospital will not return due to privacy policies.